Event description:
On (B)(6)/2009, the patient reported his insulin infusion sets are not properly adhering. He stated they only stay on 1-2 days. He said, he does not use moisturizers on his skin prior to insertion. He stated the infusion sets do not appear to be damaged and the backing is on all the infusion sets. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.